Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) spring-loaded cover over the fiber optic connector was found to be broken. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6) biomedical engineer.

Event description:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cariosave intra-aortic balloon pump (iabp) the spring-loaded cover over the fiber optic connector was found to be broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cariosave intra-aortic balloon pump (iabp) the spring-loaded cover over the fiber optic connector was found to be broken. There was no patient invo0lvement, and no adverse event reported. Tw# (B)(4) opened for the coiled cable issue. A getinge field service engineer (fse) was found spring-loaded cover over the fiber optic connector was found to be broken. It was replaced and documented on service order (B)(4).